Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: were there any difficulties with device during the original procedure? No. Were there any generator alert screens during the original procedure? No. What was the approximate width of compressed vessels during the original procedure? They were in the cardinal ligament. When transecting uterine arteries what was the power level that was used and advance hemostasis used? Advanced hemostasis mode. What was the approximate length of time between the initial procedure and when the patient was brought back to the or? Approx 3 hours. What is the surgeon's experience with this device in this specific procedure type? Used harmonic in the past and switched to ligasure. Was coming back with 1100. Did the patient have any known coagulation disorders? No. Was any anti-coagulation regimen utilized? No. What was the reason for the original procedure? Hysterectomy. What was the tissue condition of the patient during the original procedure? I don¿t understand this question, normal. What is the patient's current status? She is ok. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a laparoscopic hysterectomy procedure that the patient was brought back to the or with a bilateral uterine artery bleed. A liter of blood was found in the patients abdomen. Unknown if patient required any blood product. No further information was provided. Patient is doing fine with no further issues.